Event description:
It was reported via email by mitek's legal counsel that a patient had bi-lateral injections of orthovisc on or about (B)(6) 2016 for osteoarthritis. Within a few days, experienced excruciating pain in the left knee only. He attempted to revisit the facility but was not given a date until (B)(6) 2016. The doctor withdrew fluid and discovered from the lab findings that he had a severe infection. He had emergency irrigation and debridement of his left knee. He underwent a subsequent surgery (B)(6) 2016.